Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were unable to connect with their implantable neurostimulator (ins) using the patient programmer. The patient reported that stimulation turned off and the programmer wasn¿t connecting. When the patient tried to use their programmer, a ¿charge ins¿ warning screen was displayed. It was reviewed that the ins battery was low and must be charged. The patient stated that they had no training on what the recharger was or when/how to use it. It was noted that the patient¿s incision had not healed and it was recommended not to recharge over an opened wound. The patient confirmed that stimulation was off and they stopped taking their morphine pills, so they needed to charge in order to turn therapy back on for their pain. The implantable neurostimulator recharger (insr) components were reviewed with the patient, as well as how to connect to the ins and charge the implant. It was noted that the patient began with 8 boxes and lost coupling a few times when they moved, but were able to regain it. During the call, the patient was able to turn stimulation on using the insr, but stimulation was too high and the patient was shaking, so they turned it off. How to sync the ins with the programmer was reviewed, turning stimulation down then turning stimulation on, and the patient was able to have stimulation at a comfortable level. It was recommended that the patient continue to charge their ins, filling at minimum the first 1/4 of the battery, but to try to fill the whole thing. The patient was to follow up with their healthcare provider (hcp) to inform them that the patient needed training on charging. Additional information provided on (B)(6) 2016 reported that the patient did not follow the instructions the day prior to finish recharging. The patient stated that they didn¿t feel like charging because they had a round the clock diarrhea problem so they focused on that instead. It was noted that the patient made no allegation about the diarrhea being related to the device or therapy, but it was unable to be confirmed as the patient disconnected the call without warning. It was further reported that the patient¿s pain began a few years ago had not stopped. The patient stated that they were ¿laying for days¿ and had unrelated health issues. The patient stated that they were currently charging and had 8 coupling bars darkened with the ins battery flashing in the first quartile. It was reported that the second quartile began flashing during the call. The patient then turned the insr on and indicated stimulation was too high (¿sent charge so hard¿), so they turned it off to resolve the issue. It was recommended that the patient use the programmer to adjust amplitude before turning the ins back on and reviewed that the ins could be on while recharging. It was recommended that the patient follow up with their hcp to address their symptoms. The patient stated that their hcp was coordinating with a manufacturing representative to meet them on (B)(6) 2016 to review training of the insr. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.